Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A patient care technician reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler went to the hospital in the middle of her [pd] treatment. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the emergency department (ed) following general malaise during a ccpd treatment on the liberty select cycler at home. The patient safely discontinued their ccpd treatment and was transported by family to the ed. The patient was diagnosed with hypoglycemia due to poor control of her diabetes. The patient was treated in the ed and released home on the same day with no hospital admission. It was unknown whether the patient completed her treatment on the same day. It was confirmed that the patient¿s malaise attributed to hypoglycemia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient care technician reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler went to the hospital in the middle of her [pd] treatment. There was no specific allegation that these events were related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient presented to the emergency department (ed) following general malaise during a ccpd treatment on the liberty select cycler at home. The patient safely discontinued their ccpd treatment and was transported by family to the ed. The patient was diagnosed with hypoglycemia due to poor control of her diabetes. The patient was treated in the ed and released home on the same day with no hospital admission. It was unknown whether the patient completed her treatment on the same day. It was confirmed that the patient¿s malaise attributed to hypoglycemia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.